Event description:
Customer reports: a female patient undergoing a retrograde cystogram with stent placement when fluoro failed. Physician had placed the stent and wanted to get a documentation image. When fluoro was attempted to get a last image hold for documentation, fluoro failed, therefore, no lih available for imaging. Staff did not try to perform a rad shot. Staff brought in a portable x-ray machine and shot a flat plate image. Customer reports no further incident with no reported injury.

Manufacturer narrative:
The field service engineer investigated the system setup and found that someone had changed the power source of the gim interface box from the isolation transformer as was originally set up, to instead be plugged into the room's wall outlet. The fse replugged the gim into the isolation transformer and the fluoro worked fine. The isolation transformer is to protect the unit from line fluctuations which could have caused the loss of fluoro needed for that last documentation image. The fse tested and inspected system in conjunction with hut service manual #4041004. Unit was returned to full service by the customer.